Event description:
It was reported by a customer that a healthcare worker suffered from blistering of the tongue and area surrounding the lips and mouth. Pt also experienced numbness and tingling of the lips and tongue. These symptoms occurred approx two hours after beginning work in an area where cidex plus solution was in use in a soaking tray. The healthcare worker went to the emergency room and was treated with benadryl and prednisone.